Event description:
It was reported that the blue transfer button on the device broke off when pressed. Blood was not able to be transferred into the blood bag; 400 cc of blood was discarded. The patient received 1 unit of bagged blood.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation because it was discarded. Device will not be returned.